Manufacturer narrative:
Analysis was normal. No device problem found.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-09352. It was reported the patient experienced a fall in march and presented in clinic for a follow up. Upon interrogation and completing a chest x-ray, it was observed the atrial and left ventricular leads were dislodged. The atrial lead exhibited an elevated capture threshold and low p-wave sensing, along with the ventricular lead exhibiting loss of capture. Both leads were explanted and replaced. The patient was stable.